Event description:
It was reported to philips that missing masimo rainbow licences on the device.

Manufacturer narrative:
This report is being retracted as further information received indicates the device was functioning per specifications and the user was requesting optional license(s) to expand the device capabilities.